Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. However, without the actual used sample, a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
Reports chemo leaked from the caresite y-site of the IV administration set. The leakage was noticed on day 2 of a continuous intravenous chemo infusion of ifosfamide. An onguard tevadapter luer lock was attached to the y-site, and a tevadapter syringe adapter was attached to the luer lock. When the leaking was first noticed, the luer lock adapter was replaced. When leaking persisted, the entire IV line was replaced without any further leakage. The reporter discussed that the chemo agent used is a very "harsh" agent.